Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had audio anomaly. Customer blood glucose level was 125 mg/dl. Customer also stated that insulin pump was receiving replace battery now alarm. Trouble shooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No power error or replace battery alert or replace battery now alarm noted during testing. (B)(4).